Event description:
The patient experienced endophthalmitis two days postoperative. The endophthalmitis has resolved and the patient is doing fine. The lens remains implanted in the patient's eye. A vitrectomy was performed.